Event description:
The manufacturing representative reported, the patient had undergone right side device placement and was in surgery for placement of the left side lead when the hcp noticed the right incision felt inflamed with fluid underneath the skin. After removing the sutures, there was a noticeable infection occurring. The hcp investigated further and felt the infection originated in the suture closing and was underneath the stimlock device. The stimlock and lead were fully removed with the extension left in place as the hcp hoped to re-use it. The hcp did not feel the infection had entered the brain. Perioperative antibiotics were administered per the physicians usual protocol. All products were opened per sterile protocol by the operating room staff. Additional information has been requested from the hcp, but was not available on the date of this report. See MFR report #6000153200704043.

Manufacturer narrative:
.